Event description:
It was reported that, during an arthroscopy, the anchor of the footprint ultra suture broke while it was being implanted. Surgery was resumed, using a back-up device instead, however, it is unknown if there was any delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, some suture material and a fragment of the anchor were returned. There is biological debris on the suture material, insertion device and anchor fragment. A review of the customer provided image finds the complaint device with the fractured anchor near the top of the image and a note on a smith + nephew product box. Based on the condition of the product material found during visual inspection, additional material testing is not required. This case reports the breakage of the footprint ultra suture anchor during implantation. It is unknown if the broken anchor was retrieved from the patient. Reportedly, a back-up device was used after the surgery was resumed, however it is also unknown if an additional bone hole was required or if there was a surgical delay. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. If a portion of the footprint screw remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If the screw was retained it is unknown if the foot print screw will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. .